Event description:
It was reported that during an ion lung biopsy procedure the patient experienced a stroke, leading to an aborted procedure and the patient's subsequent death. The physician reported that the patient had a history of paroxysmal atrial fibrillation, hypertension, and renal carcinoma with suspected lung metastasis and was in poor health prior to the procedure. The patient became unstable during the procedure, exhibiting bradycardia, hypotension, and oxygen desaturation, prompting the physician to abort the procedure. The patient was transferred to the intensive care unit but could not be weaned off the ventilator or extubated. A CT scan and MRI of the brain revealed an embolic stroke with anoxic brain injury. The patient had advanced healthcare directives declining life-prolonging measures in the event of a stroke or vegetative state; comfort care only was initiated and the patient passed away the following day. The physician attributed the event to the patient's age and underlying health conditions, which were exacerbated by administration of anesthesia. The physician stated that there were no issues with the ion system during the procedure.

Manufacturer narrative:
System logs are not available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient was noted to be in poor health prior to the procedure with renal cell carcinoma and suspected metastases along with multiple medical problems including atrial fibrillation and hypertension. During the procedure the patient became unstable with bradycardia, hypotension, and hypoxia prompting abortion of the procedure. Imaging including CT brain and MRI brain revealed embolic strokes and anoxic brain injury. The patient was transitioned to a comfort focused management plan based on their documented wishes and died the following day. There was no reported malfunction of the ion system, instruments or accessories. Based on the available data the events were procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.0% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007.